Event description:
Procedure type: gastrectomy. According to the reporter: after pyloric side of gastrectomy was done, it was found that the stomach side of the donut was malformed. A new instrument was used to complete the procedure. The pt is in well current condition.